Event description:
It was reported that during cleaning of the high level assembly (hla) after the surgery, the arm gave a non-recoverable error. The instrument drive unit (idu) was replaced to resolve the issue. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during cleaning of the high-level assembly (hla) after the surgery, the arm cart assembly gave a non-recoverable error. The instrument drive unit (idu) was replaced to resolve the issue. There was no patient injury.

Manufacturer narrative:
H3) device evaluation: medtronic led an evaluation of the reported arm cart assembly in the field and the associated device logs. Review of the field service notes indicated that the arm cart assembly experienced a non-recoverable error. The arm cart went unresponsive and required a restart to clear the error. An error code for 'linked to instrument drive unit torque sensor redundancy error' and an error code for 'linked to arm failure - non-recoverable' were both observed. The instrument drive unit (idu) was replaced to resolve the issue. Evaluation of the logs indicated that the arm cart assembly had a non-recoverable error that was experienced as a result of a dropout of the robotic arm joint 6 node in the ethercat communications chain, which triggered a failure code for 'linked to ethercat master slave absent'. This lead to the arm cart entering a hard stop state. The arm cart recovered after a restart. Evaluation of the arm cart assembly confirmed the reported condition, however, the investigation concluded there were no abnormalities that would have caused or contributed to the reported condition; therefore, the investigation was not able to identify a root cause. However, the most likely cause could be traced to an instrument drive unit (idu) failure. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.